Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, the automated impella controller (aic) experienced a purge issue that was resolved by replacing the controller. The patient ultimately expired. There is not enough information to exclude the device as an associated factor in the patient's demise.

Manufacturer narrative:
The investigation for the reported aic - purge issue - other has been completed. The product was returned and the aic - purge issue - other was confirmed. Console was returned for investigation. Purge system was disassembled with no obvious flaws found. Console was able to deliver the necessary torque and there was no notable glucose build up. The console was able to function as expected. The most likely cause of failure was the purge cassette being incompletely pushed in which would trigger the rfid repeatedly and prevent the piston from having its full range. This report is being filed as part of a retrospective review of historical records.